Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the clinic for a routine follow-up, loss of capture was noted on the right ventricular lead. The issue was noted when the patient was standing up. The lead was still capturing when the patient was at supine position. A chest x-ray was performed and revealed that the rv lead was dislodged. No other electrical anomalies were observed. The rv lead was repositioned successfully on (B)(6) 2019. The patient was stable before, during, and after the procedure.